Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report discrepancies between the sensor glucose reading and the blood glucose reading that was causing a threshold suspend alarm. The customer's sensor glucose reading was 40 mg/dl, compared with the blood glucose reading of 109 mg/dl. The customer was given sensor advice. The sensor was replaced but nothing was returned for analysis.